Manufacturer narrative:
Manufactured february 9, 2016 - february 11, 2016. The device was received for evaluation. Visual inspection on the unit via the naked eye noted the blue winged luer cap was missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue luer lock was noticed missing from a small volume intermate during preparation. There was no patient involvement. No additional information is available.